Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tubing detachment close to the quick release/site connector while sleeping and fell off out his belt due to stress or pull on the tubing event on 16-feb-2026. The insertion site was abdomen. The infusion set was in use for four days. No further information available.